Event description:
The MFR received the pump and catheter for analysis with no info provided.

Manufacturer narrative:
Final device analysis revealed that there was no pump anomaly found- normal device function. The proximal piece of the catheter including the pump connector was also returned. The sutureless connector had a dent indicating possible misalignment when installed. Final catheter analysis revealed pump connector anomaly. Results: used for the catheter.